Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use 270um laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6), 2021. The laser unit used was an auriga xl laser console with laser settings of 12 hertz and 500 millijoules. During the procedure, the physician noticed an intense heat sensation to his left forefinger. When he looked down, the aiming beam was visible through the break. The physician stopped the laser immediately. When he withdrew the laser fiber from the scope, it snapped into two pieces. There was no burn injury to the user and no fiber fragments fell inside the patient. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of fiber break. Medical device problem code a050502 captures the reportable event of fiber misfire. Block h10: investigation results the returned lighttrail single use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in two pieces. The fiber was fractured in two pieces along the fiber body. The first piece measured 258.8 cm. The second piece measured 54.2 cm. The exposed glass tip measured 6 mm and appeared in good condition. When connected to the laser console, the following message was displayed: "fiber may not be used anymore. Please connect new fiber," indicating the fiber was recognized by the laser console and had been used. No other problems with the device were noted. The reported event of the lighttrail single use laser fiber broke was confirmed. It is likely that procedural handling of the fiber during setup or use contributed to the fiber body fracture, resulting in the reported event. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: block h6 (device codes) has been corrected.

Event description:
It was reported to boston scientific corporation on november 22, 2021 that a lighttrail single use 270um laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2021. The laser unit used was an auriga xl laser console with laser settings of 12 hertz and 500 millijoules. During the procedure, the physician noticed an intense heat sensation to his left forefinger. When he looked down, the aiming beam was visible through the break. The physician stopped the laser immediately. When he withdrew the laser fiber from the scope, it snapped into two pieces. There was no burn injury to the user and no fiber fragments fell inside the patient. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.